Event description:
It is reported that two patients underwent a revision due to infection.

Manufacturer narrative:
Information was rec'd via published literature. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. However it was reported in the journal article from which the complaint was generated that, mis multi-reference 4-in-1 instrument technique was used for the surgery. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. These devices are used for treatment. The part numbers and lot numbers are unk; therefore the device history records could not be reviewed. Please reference literature at the following location: http://www.ncbi.nih.gov/pubmed/25952710.